Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was patient said the device has never worked since day one. Patient said they have spent numerous times with medtronic employees trying to get it to work and function properly. The patient was redirected to their healthcare provider to further address the issue

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since implant the therapy never works. Patient has had so many meetings with manufacturer representatives (rep) where they try to calibrate it and they have issues trying to connect. The caller reports that the therapy will work for just a day or two and then stop. The caller reported they had been meeting with reps abut every 6 months, the caller did not recall the names of the reps. The caller has also tried changing programs and intensity of the stimulation with their equipment. The patient was redirected to their healthcare provider to further address the issue and determine next steps. Patient mentioned that they have had strokes and their memory is very poor. Patient service specialist warm transferred to patient registration to update the ID card. Additional information was received from the patient. They reported that the cause of the issues connecting were unknown. The likely cause was listed as being "defective wiring/insulation." The steps that will be taken to resolve the issue were noted as being "hopefully remove the unit as it has never really worked since it was inserted." The issue was reported as not yet being resolved. The patient indicated the likely cause of the therapy working for a few days then stopping as being "no connectivity." They indicated the steps that will be taken to resolve the issue as being "met numerous times with medtronic specialist and they were able to calibrate my [illegible] wire even more than an [illegible]." The issue has not yet been resolved.